Event description:
It was reported that a clearlink continu-flo solution set experienced a no flow. The customer was using two sigma spectrum pumps. Pump # 1 was infusing heparin at 10 ml/hr through the clearlink continu-flo set (set #1). Pump #2 was running a glass bottle of eptifibatide at 6.1 ml/hr on another clearlink continu-flo solution set (set #2). Set #2 was connected into the bottom y-site of set #1. Within the first ten minutes of the infusion, pump #2 alarmed for a downstream occlusion. The customer disconnected the sets and then set it up so that set #1 was connected into the bottom y-site of set #2. The patient's treatment was continued without further incident; there was no report of patient injury, medical intervention, or adverse event in association with this event. The patient was undergoing an aneurysm coiling procedure at the time that the malfunction was identified. Per the report, the procedure was successful. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection and simulated use testing were performed. No malfunctions were identified during evaluation; the cause could not be determined. Should additional information become available, a supplemental report will be submitted.